Event description:
Customer's mother reported that insulin leaked out into the reservoir compartment and moisture is under the piston. Customer's mother reported that customer has high blood glucose.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.